Event description:
It was reported by pt's family member that a revision was performed approx 5 months after the primary implant of a titanium elbow, due to severe pain. The reporter further advised that "once the stryker device had been removed it was determined that it could not be put back together, and the surgeon used another device".